Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/23/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ were there any patient consequences? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ how long was the delay? ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap myomectomy on (B)(6) 2024 and suture was used. The patient underwent surgery. After completely removing the fibroid, the lead doctor used suture to suture the uterine fibroid layer. Before suturing, the touring nurse and hand washing nurse confirmed the integrity of the suture needle. The lead surgeon did not find any bending problems with the suture needle during use. During laparoscopic suturing, the suture needle suddenly broke at two-thirds and sank into the muscle layer. The lead surgeon immediately stopped suturing and began to search for the broken residual needle part. After about 30 minutes, the remaining needle was completely removed from the muscle layer. After the chief surgeon, touring nurse, and hand washing nurse jointly confirmed the integrity of the suture needle, the surgery was continued. The doctor and nurses had already carried out the preoperative inspection of the integrity of the consumables, and therefore ruled out the operational reasons. It may be that the needle was not strong enough, or that metal fatigue may have occurred at two-thirds of the needle during transportation, making it difficult to penetrate the tissue when suturing the muscle layer, and the needle broke at the weak point. This event delays the surgical process and increases the risk of surgery. There were no patient consequences reported. Additional information was requested.